Manufacturer narrative:
On 10/26/2009: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional info is available, the FDA will be notified in a f/u report. At this time, we consider this matter closed.

Event description:
The lay user/pt contacted lifescan alleging the meter displays an error 6 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.